Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Udis: (B)(4).

Event description:
On (B)(6) 2010, this patient was implanted with two gore tag thoracic endoprostheses (tgt3710/7541797, tgt3710/7500116) to repair an infected ascending thoracic aortic aneurysm. Prior to implantation, a bypass was created from the left subclavian artery to the left common carotid artery and the innominate artery. When the proximal device was deployed, the flair unintentionally slightly covered the right coronary artery, and a decline in the flow was observed. Since the coverage was minor, the physician elected to monitor the patient. Antibiotic medication was administered. The patient tolerated the procedure. The preoperative aneurysm diameter measured 60 mm. On (B)(6) 2010, follow-up images showed a slight proximal type I endoleak. The aneurysm diameter measured 57 mm. On december 12, 2010, a resolution of the type I endoleak was confirmed. The aneurysm diameter measured 49 mm. On december 19, 2010, the patient expired due to sepsis. Anti-biotic medication had been administered since the initial procedure, but the infection did not completely resolve. The sepsis was due to the preoperative infection.

Manufacturer narrative:
The review of the sterilization paperwork verified that this lot met all pre-release specifications.